Event description:
The customer reported via phone call that there is sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 141 mg/dl. The customer was advised that sensor glucose and blood glucose reading will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The current blood glucose value is 101 mg/dl and current sensor glucose value is 67. The sensor glucose and blood glucose difference is not within acceptable range. Customer wanted to removed sensor and advised that we would replaced the sensor and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.